Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid via an implantable pump. The indications for use was spinal pain. It was reported that the manufacturer representative (rep) stated that they were in the process of replacing the patient's pump and doing a back table prime. The rep stated that the pump segment was changed out and the catheter was stripped away from the pump. The rep wanted to know how long it would take for the medication to leave the spinal segment. The manufacturer's technical services specialist (tss) reviewed with the rep that there is a flow rate of 0.26412ml of drug leaving the pump each day. The troubleshooting steps that were taken on the call resolved the issue and tss reviewed when the patient will go with drug and without drug.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a810 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.